Event description:
Med record reviewed 4-14-98. Fourteen yr old admitted for cholesteatoma to right ear and underwent right tympanomastoidectomy. During procedure, ent currette tip broke. Two portions of tip recovered and x-rays performed to rule out retained foreign body.